Event description:
A family member reported that the pump was warm to the touch. It was not hot enough to hurt the patient's skin and there were no marks noted. At the same time, it was reported that the pump re-booted without user intervention about ten times in three days. A family member stated that she disconnects the patient from the infusion site and completes full ezprime sequences to restore pump function. She reported that the battery cap is secure and intact, the o-ring is not visible, there are no cracks in the pump casing near the battery compartment, and the threading inside the compartment is intact.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation found that pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. The complaint of power loss could not be verified in the history or duplicated during testing.